Event description:
A medtronic representative reported that the site performed a c1-c2 spine surgery using a mayfield head holder attached to a vertek arm with a cranial frame. After the first o-arm spin they went to navigate and were off 3 mm as seen on the navigation system. The frame had not moved during the spin. They did a second spin and the surgeon still felt the accuracy was off 1 mm, but was acceptable for the surgery. The surgeon completed the surgery using the navigation system. The delay to procedure was less than 15 minutes with no impact to the outcome of the patient.

Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. All of the hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. A review of the complaint history of the device found no further issues.